Event description:
Flight crew arrived at local facility to transfer a patient in complete av block for cardiac care. On the flight crew arrival the pt was resting comfortably and being transcutaneously paced at a rate of 80, 80ma. In preparation for transport the crew applied the bp cuff, spo2 sensor and the EKG leads attached to the pt and connected the pt to the pic 50 monitor. Upon initiating pacing with the pic 50 monitor, the pt woke up and became very agitated complaining of pain, as she pointed to the two areas of her chest where the pacer pads had been applied (ant/lat) at this point only 60 ma of electricity had been reached. The pt was medicated with versed 2 mg and fentanyl 50 mcq for her discomfort. At the facility and during the pt loading into the helicopter, the monitor showed a paced rhythm with electrical and with mechanical capture confirmed by positive carotid pulses at 60. The crew was unable to obtain a bp or spo2 reading on the pic 50 monitor after continued attempts the pt was placed on the propac to obtain vital signs. Within 10 minutes of lifting off from the receiving facility the pt became unconscious and unarousable. At that time the tracing on the pic 50 became indiscernable and pacing was lost. Propac monitor revealed the pt to be in atrioventricular heart block with no pacing performed. The crew confirmed that all EKG leads were still attached and connected securely, the pacing cable and EKG cable was sill securely connected to the monitor and the pacing pads demonstrated excellent adhesion to the chest wall. A fully charged battery was installed to insure optimal performance capabilities. Upon landing at the receiving facility, the pic 50 monitor was still attached to the pt and the EKG tracing was showing a more discernable rhythm; however, the pacer was not able to pick up. The pt was transferred to the cardiologist for further care.